Event description:
It was reported that during an unknown procedure, the device would not fire any staple at all. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
The analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and malformed the remaining clips due to several double feed incidents. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.